Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker not working" was confirmed. Evaluation verified the problem upon powering on device and observed no audio coming from the speaker. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found to be dislodged speaker. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's speaker was not working found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.